Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited placement difficulty during the implant procedure. It was further reported that the torque was not as expected and the helix was difficult to open. The pacing lead was removed and replaced. No patient complications have been reported as a result of this event.